Manufacturer narrative:
(B)(4). Approximate age of device ¿ 40 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced elevated lactate dehydrogenase (ldh) and observed elevated lvad parameters. The patient¿s ldh was 308 u/l two days post-lvad implant, and was discharged home on (B)(6) 2017 with an ldh of 376 u/l. On (B)(6) 2017, the ldh was 519 u/l and the patient was admitted. The patient was started on heparin and integrillin infusions. The ldh was 353 u/l on (B)(6) 2017, and the patient placed on a heparin infusion, warfarin, aspirin 325, and plavix 75. The patient¿s inr was 1.4 on (B)(6) 2017 with an inr goal range of 2.0-2.5. The patient was to be discharged after the inr became therapeutic. No alarms were reported for this event. Log file analysis completed by the manufacturer¿s technical services representative revealed that the event history appeared normal, and did not contain any remarkable trending in the pump parameters. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file showed normal device operation above the low speed limit with no atypical events captured. A correlation between the device and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.